Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that during a procedure, the bovie pencil remained activated after the surgeon switched it off. An error was triggered on the generator. No delays, adverse consequences, or injuries were reported.